Manufacturer narrative:
According to the customer the internal paddles were returned for an evaluation. As of (B)(6)2020 the paddles have yet to arrive for the requested evaluation and have been considered lost during transit.

Event description:
It was reported to philips that the device's internal paddles had a problem. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's internal; paddles had a problem. No further details were provided.